Event description:
It was observed that during the device evaluation, the high flow insufflation unit had a circuit board failure and an electro-pneumatic proportional valve failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the circuit board (cb) failure and the electro-pneumatic proportional valve failure is attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.